Manufacturer narrative:
No test methods have been performed (B)(4) as the product performed in accordance to specifications (B)(4) and the device was used in accordance with labeled indications (B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of anaphylactic reaction and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of anaphylactic episode, difficulty breathing and constricted airway. The patient reported visiting the ER due to the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The patient discontinued the use of the aligners on (B)(6) 2017 and is currently back to normal. The treating doctor considered the event serious but not life threatening to the patient.